Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became very hard to press. The customer needed to press the wake button multiple times before the pump screen turned on. The customer¿s blood glucose was with in "regular range". Reportedly, the customer declined further investigation, and continued using the pump for insulin therapy.